Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-02165 1.section b. Box 5. Describe event or problem h3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic bleed using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all within its introducer sheath and subsequently, the pusher assembly of the ruby coil lp kinked. Therefore, the ruby coil lp was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all within its introducer sheath and subsequently, the pusher assembly of the ruby coil lp kinked. Therefore, the ruby coil lp was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.